Manufacturer narrative:
The device is expected to be returned. However; the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. The customer reverted to an alternate method of insulin therapy.